Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, "out of box flow rate and oddball failures /retested high flow failures (failed high flow twice)," which was reproduced. Baxter's device evaluation found the device to under deliver by 5.2353% when the device was delivering at a rate of 800 ml/hr during flow rate testing as well as at a rate of 999 ml/hr during flow rate testing by 5.172%. Physical inspection found the pressure plate travel to be out of specification, which was determined to be the cause. The device was reworked to address the condition. (B)(4).

Manufacturer narrative:
(B)(4).the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the high flow rate test. It was also reported there was no patient invovlement.